Event description:
It was reported that a merlin.net transmission showed post-paced t wave oversensing on the ventricular channel. The patient had complaints of syncope. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
.

Event description:
New information received states that the device was reprogrammed. The patient was fine.